Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4): sitting ap papillary showed high grade tumor in ovary. Complete cytoreduction and chemotherapy treatment is performed with tumor residue. Controlling rising tumor markers ca 124 ii (23.1) at the same time increasing intrafemoral liquid spill. (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient underwent a revision surgery for "prosthetic cleaning environment". Subsequent ultrasound scans showed high increase of fluid in the anterior recess of the acetabulofemoral joint and largely at the level of the trochanteric region. The patient also developed high-grade tumor in the ovary and underwent an oophorectomy.